Event description:
It was reported that the pulse generator exhibited the data anomaly and the nurse cleared up the data since the last routine check up in january 2016. The device stored the data normally after the data clearance. The patient was asymptomatic and would continue to be monitored.